Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without any physical or visual evidence to review, a root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Catheter presented bullous aspect fissure, after inserting 10 ml of saline solution 0.9% in an attempt to retake infusion of the medicine, because it suddenly stopped.